Manufacturer narrative:
(B)(6).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for elecsys cea assay (cea) on a cobas 8000 core unit. The initial cea result was 221.30 ng/ml. This result was reported outside of the laboratory. On (B)(6) 2018 a new sample was obtained and the cea result was 1.56 ng/ml. The original sample was repeated and the result was 1.56 ng/ml. There was no allegation that an adverse event occurred. The cea reagent lot number was 28657406. The expiration date was not provided. The customer stated the initial sample was lipemic. The customer is wondering if this affected the initial high result.

Manufacturer narrative:
The alarm trace data from the day of the event show multiple messages related to sample quality. The sample in question was visibly lipemic. Calibration signals were within the acceptable ranges. No qc data was available from the day of the event. Analyzer performance testing data was within specification. The investigation was unable to determine a definitive root cause.

Manufacturer narrative:
It was clarified that the new sample was obtained on (B)(6) 2018 instead of 07-jul-2018 and the cea result was actually 1.01 ng/ml. The original sample from (B)(6) 2018 was repeated on (B)(6) 2018 with a result of 1.56 ng/ml. The result of 1.56 ng/ml is believed to be correct.